Event description:
Pt-self tester reports inconsistent results with the protime microcoagulation system. Protime generated 2.4 inr and repeat test generated 1.9 inr. Pt test performed at physician's office generated inr 4.0 and reference lab drawn at the same time generated 4.4 inr. Pt's therapeutic range: 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot #not provided. Method: actual device not evaluated. Process eval performed. No related ncmrs, complaint trends, or CAPA identified. Result: no results available since no eval performed. Conclusion code: unable to confirm complaint. Device not returned.